Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed the te recognition test. Upon investigation, there was an open rear pulse wire inside the trunk cable. The cause of the test failure and check te pad messages is the open wire. There was evidence of physical abuse to the cable section as the trunk cable connector was cracked. The root cause of the damaged connector and open wire is physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll that a patient was receiving check therapy pad messages.